Event description:
Tip of stem inserter broke off in stem during primary surgery. Tip was noticed on x-ray after the patient fell and received a fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(6) 2009 and (B)(4) in (B)(6) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. It us unknown if the complaint sample was manufactured prior or after the changes since the sample was not returned and the lot number was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.